Event description:
A call canter ticket was logged with the following text damaged screen". A damaged screen could indicate the display is not readable. No patient involvement was reported.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.